Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced a split tubing at pv27 where it was leaking. This resolved the issue. (B)(4).

Event description:
A customer observed a clear fluid leak (1 ml) on the lh500 instrument after troubleshooting for "no diff" results issue. The leak was not contained and spilled on the counter. No erroneous results were generated in connection with the reported event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.